Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site representative reported that while in a spinal fusion procedure, the door on the imaging system would not open, while the system was around the patient. It was reported that the door did not appear to have fully closed on the third 3d spin the site was attempting. The system was unresponsive to attempts to open the door using the pendent button. The site then attempted to manually open the door, but reported it would not open manually. The imaging system was then rebooted and the pendent stated 'door open'. The site then attempted to open the door with the door override button, clicking sounds were heard, but the door would not open. The system was removed from around the patient by using the system controls of 'lift' and 'shift'. The surgeon opted to cancel the procedure and reschedule it for a different day.

Manufacturer narrative:
A review of this event was completed by a failure analysis quality engineer who determined the returned winch kit was damaged by the customer not following door-opening procedure accurately. The instructions for use which accompanies this device provides instructions regarding proper technique to manually open the gantry and states: "caution: failure to follow these directions correctly may cause the door mechanism to jam." A medtronic representative, following up with the site, re-trained the site users on proper technique when manually opening the gantry.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that during the case something was blocking the door from opening. With no response from the imaging system pendant the staff tried to manually crank the door open without moving the object that was preventing the door from opening, causing further damage to the winch assembly. The medtronic representative reported the site rescheduled the procedure and completed the procedure on (B)(6) 2015 without issue. A medtronic representative tested the imaging system, and was able to replicate the reported issue. The medtronic representative determined a gear was loose near the manual door crank and that the 2 dinguses (levers that allow the door to open/close) were misaligned. Replacement winch was shipped to site for issue resolution. On 05/01/2015, the medtronic representative replaced the winch assembly, realigned the dinguses and completed an imaging system check-out, all areas passed after the part replacement and repair. Medtronic investigation of returned suspect device confirmed the reported complaint. The main drive gear exhibits a large degree of twisted metal. Rod is bent at a severe angle. The reported event was confirmed to be caused by a mechanical failure mode.